Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. The pt reported his household electronics have been malfunctioning since his ipg was implanted due to suspected emi (electromagnetic interference). In addition, the pt was symptomatic, reporting nauseousness and vertigo. The pt's scs system was reprogrammed and the magnet option was disabled. The ipg remains implanted. F/u on the pt found he has not experienced any similar issues since his ipg was reprogrammed.